Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation (B)(4).

Event description:
It was reported that a (B)(6)-year old (B)(6) female patient who underwent primary breast augmentation with two 425cc mentor smooth round moderate profile saline breast prostheses, suffered left breast implant deflation and right breast that feels really soft, post-operatively. The patient reported feeling a pulling and cracking sensation on the right breast the day after the left breast implant deflated. The patient also fears that the right one will also deflate. As a result, the patient underwent bilateral removal on (B)(6) 2019. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient had undergone bilateral replacement with the following devices: (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9375567 sn: (B)(6) and (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9354846 sn: (B)(6). On (B)(6) 2020, a manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.